Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. There was a packaging lot number provided by the user facility however the number provided is invalid and no device history review was able to be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking. It is unknown how the procedure was completed. No patient impact reported. Trocar was discarded.